Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery alarm issue; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. Patient involvement is unknown. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this pump is 6.63.92. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. This condition was caused by depleted main batteries due to use/user error. The main batteries were replaced to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted. A labeling review was performed in response to the user error in this complaint, and from the event history log, it was identified that the pump was not charged for 12 hours after alarm occurred which goes against the instructions given in the manual indicating a user error. Baxter will continue to monitor similar reports to determine if further actions are required. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.